Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump received reoccurring power error alarm. The customer¿s blood glucose level was 161 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. Troubleshooting was performed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.